Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for routine foam remediation. There was no allegation of device malfunction. The device was not in patient use. The repair evaluation is not complete. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue. Additional findings not related to the issue; the device's missing feet were replaced.

Event description:
A ventilator was returned to the manufacturer for routine foam remediation. There was no allegation of device malfunction. The device was not in patient use. The repair evaluation is not complete. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.